Manufacturer narrative:
Hakim valve was returned for evaluation: DHR - lot cndbz9, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; the proximal connector has been cut/torn from the valve and not returned, and the stator was dislodged. It was not possible to test the valve as the proximal connector was missing and the stator was dislodged. The valve was dismantled and was examined under microscope at appropriate magnification: bump marks were noted in the valve casing, and corrosion was noted on the stator. The cam magnets were controlled: the magnets passed. Root cause - the root cause for the issue reported by the customer is due to the dislodged stator. The root cause for the dislodged stator noted during the investigation is due to the valve receiving a hard knock. The root cause for the bump marks in the valve casing noted during the investigation and the damaged cam mechanism is due to the valve receiving a hard knock. The root cause for the corrosion noted on the stator; the corrosion could not be clearly determined. Corrosion, when it arises, only arises after long term exposure to csf. The valve has been implanted for at about 10 years. The root cause for the missing connector is due to the cut/tear in the silicone housing. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low tear/cut resistance.

Event description:
N/a

Event description:
A facility reported a hakim valve was implanted on (B)(6) 2023 and on (B)(6) 2023, the setting changed during MRI (strength-gauss = 1,5t). Medical staff tried to change the setting with the programmer after MRI, but didnt work. The setting should be 160 and it changed to 50. A revision surgery was required.